Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, upon fluoroscopy check, an infold beyond the fourth node was detected. The valve was loaded by an experienced loader and it was reported there was resistance felt when removing the stylet from the delivery catheter system (dcs). The valve was not used. A new system was used for implant. There was an 8 minute procedural delay to open and load a new system. No pre-dilation was performed. During the deployment of the valve to 80%, atrio-ventricular (av) block. A temporary pacemaker was inserted prior to the valve full deployment. Moderate paravalvular leak (pvl) was reported and a post dilation was performed with a 23 mm non-medtronic balloon results in mild-moderate pvl. A second post-dilation was performed with a 24 mm non-medtronic balloon in the bailout position resulting in mild pvl. At the end of the procedure, accelerated junctional rhythm was noted and the temporary pacemaker remains in-situ.

Manufacturer narrative:
Continuation of d10: product ID evfxplus-29 (serial: (B)(6)); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012639692); product type: 0195-heart valves; implant date ; explant date product ID d-evolutfx-2329 (lot: 0012642929); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012685683); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012642929); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Annex f code f1203 was added. Product analysis image review: two procedural images were submitted to medtronic for review and an executive summary was provided for anatomical considerations. No computed tomography images were provided. Review of the images showed an infold beyond the fourth node was detected upon fluoroscopic inspection. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the IFU, if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported a new system was used for the implant; however, there was no evidence of a second valve load, balloon dilation, or valve deployment for review. Conclusion: the investigation remains in progress. Corrected data: additional codes. The annex f code was changed f23 to f2301. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter bioprosthetic valve, upon fluoroscopy check, an infold beyond the fourth node was detected. The valve was loaded by an experienced loader and it was reported there was resistance felt when removing the stylet from the delivery catheter system (dcs). The valve was not used. A new system was used for implant. There was an 8 minute procedural delay to open and load a new system. No pre-dilation was performed. During the deployment of the valve to 80%, atrio-ventricular block (avb). A temporary pacemaker was inserted prior to the valve full deployment. Moderate paravalvular leak (pvl) was reported and a post dilation was performed with a 23 mm non-medtronic balloon results in mild-moderate pvl. A second post-dilation was performed with a 24 mm non-medtronic balloon in the bailout position resulting in mild pvl. At the end of the procedure, accelerated junctional rhythm was noted and the temporary pacemaker remains in-situ. Additional information was received to report the patient transitioned between second degree avb and complete heart block. Subsequently, a permanent pacemaker was implanted on post-operative day one. The patient was discharged three days later.